Event description:
I am currently using dexcom to monitor my diabetes. Dexcom is forcing their customers to turn on location or otherwise their device won't work. As dexcom customer, we turn on bluetooth and this is all needed in order for my phone to communicate with the device attached to my body (dexcom device). As we know that bluetooth works by using radio waves to connect two devices and no need for location. You do not even need internet in order for it to work. My friends and I are all worried about our privacy. We feel there is a violation of privacy for dexcom to force us to turn on location on our devices. I reached out to them several days ago, and the first rep who answered the phone told me that they do so to locate us. If we are, as customer, outside USA or canada, then dexcom machine won't give accurate results. I got a phone call over this past weekend from dexcom trying to explain to me that the information their rep shared with me is not correct. They ask us to turn on location so the device can communicate with our phones - which is not true. So, overall, we are all concern about our privacy in this matter and we are all respectfully asking you to investigate this issue. Thanks. FDA safety report ID #(B)(4).